Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The pusher assembly was kinked in multiple locations along the pusher assembly. The embolization coil was intact with the pusher assembly. The observed blood was flushed out of the introducer sheath and the embolization coil was advanced out of the sheath. The distal tip of the embolization coil showed offset coil winds and kinks in multiple locations. The maximum outer diameter (od) was measured and the pc400 was within product specification. Conclusions: evaluation of the returned handle revealed that it was functional. The handle was used to detach a demonstration coil and functioned without an issue. The root cause of the inability to detach the pc400 during the procedure could not be determined. Evaluation of the returned pc400 revealed that the embolization coil had multiple offset coil winds and was kinked in multiple locations. The embolization coil was unable to be fully cycled in and out of its introducer sheath. This damage likely occurred as a result of repeated forceful attempts to advance or withdraw the pc400, and likely contributed to the resistance experienced while advancing the pc400 through the non-penumbra microcatheter. Further evaluation revealed kinks in the pusher assembly. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. All handles are inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using penumbra coil 400's (pc400's). During the procedure, the physician initially advanced another manufacturer's microcatheter and then placed non-penumbra coils into the right iia. Next, the physician deployed a pc400 into the target vessel and then attempted to detach the coil using a penumbra coil detachment handle (handle) but was unable to detach the coil. Therefore, the physician replaced the first handle with a new handle and was able to detach the pc400 along with two new pc400's after that. While attempting to advance a new pc400 through the microcatheter, the physician encountered resistance and was unable to advance the coil through. Therefore, the pc400 was removed and the procedure ended at this point. There was no report of an adverse effect to the patient.